Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and cause injury and damages including, but not limited to: thrombosis/embolism. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Complaint conclusion: as reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and cause injury and damages including, but not limited to: thrombosis/embolism. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The briefing does not state the location of the thrombosis/embolism. The presence of a thrombosis/embolus in and unknown vessel does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth) section b3 (event date) section b5 (event description) section d1 (brand name) section d4 (model, catalog, lot number, and expiration date) section d11 (concomitant medical products and therapy dates) unknown guidewire section g4 (date received by the manufacturer and PMA/510(k) number) section h4 (manufacturing date) section h6 (evaluation codes) the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and cause injury and damages including, but not limited to: thrombosis/embolism. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: pre-procedural diagnosis was for pulmonary embolism. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately xx post implantation. The patient reports filter embedded other than in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved however there is no documentation of a removal attempt. The patient also reports suffering from filter embedded other than in the wall of the ivc. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of optease inferior vena cava (ivc) filter. Per the patient¿s medical records, the indication for filter placement was pulmonary embolism. The filter subsequently malfunctioned and cause injury and damages including, but not limited to: thrombosis/embolism. Per the patient profile form (ppf), the patient reports filter embedded other than in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved however there is no documentation of a removal attempt. These injuries have caused emotional distress, mental anguish, anxiety and stress. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots, thrombosis, embolism and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was provided and is available in: manufacturing date. No additional information is available at this time.